Manufacturer narrative:
(B)(4). Batch # t5d49v.   A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that intra-operatively during a colon resection procedure, the kit which contains the ntlc75 linear cutter and sr75 reload was used to transect a portion of intestine. Upon firing the device the surgeon noted that some of the staples appeared to be malformed. The surgeon did not report an adverse effect since the staple line is intended to be opened and made into a stoma. Surgery was continued since the staple line will be opened for opening of a physiological stoma. Surgery was completed successfully and no patient consequences were reported.

Manufacturer narrative:
(B)(4). Device analysis: the analysis found that one ntlc75 device was returned with no apparent damaged and with a reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.